Event description:
Philips received a complaint from the customer on the v60 indicating that the device gives several errors when it is turned on. It was reported there was no patient involvement at the time the issue was discovered. Philips received a complaint on the v60 ventilator, indicating that the device was producing a 1127 (check vent: over voltage protection circuit failed) error code. The device was reported to be outside of use at the time of the reported problem. The customer stated that they had just replaced the flow sensor assembly and the data acquisition (da) printed circuit board assembly (pcba) for an issue of the volume not being displayed. After those part replacements is when the user encountered the 1127 error code. The customer stated it is occurring with both the new and old parts installed. The customer stated that the motor controller (mc) pcba was removed for the flow sensor assembly replacement and the blower was no longer running. The customer was advised to remove the mc pcba and check all connectors/components for damage. If none was found, then reinstall the original flow sensor and da pcba. If the alarms do not clear, then the customer was told to replace the mc pcba. If the alarms did clear, then the customer should reinstall the new components. If the alarms then reoccur with the new parts installed, then the customer was instructed to contact philips parts to request a new da pcba under parts warranty. Multiple good faith efforts (gfe) were attempted to obtain further information/confirmation of the troubleshooting, part order, part replacement, and resolution. No response or further information was received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00046. All information from the original report(s) has been transferred to this report.

Manufacturer narrative:
Upon further review of this record, it was determined that it is a duplicate of an event previously reported under MFR report #2518422-2023-16702. Any additional information will be submitted under the initially reported MFR report #2518422-2023-16702.